Event description:
It was reported that a device was used during a rectal procedure. Upon opening the device the surgeon noted that the staples had dropped out of their pockets. The case was completed with a like device with no pt consequence.